Event description:
It was reported that air bubbles were observed within the infusion set tubing. Reportedly, customer changed out the infusion set supplies to address the issue. Customer¿s blood glucose level was 153 mg/dl.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.